Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited a problem during attempted implant. The ICD was tested and connected to the leads, and everything was normal, but after a 1 joule test shock was delivered, the ICD could no longer be interrogated. The ICD will be returned to cpi for analysis.